Event description:
During one evening shift, customer received creatinine high flyers for two patients and discrepant creatinine, glucose and calcium for a third patient. Patient 1, initial creatinine result 2.30 mg per dl, repeated twice gave 2.30 and 0.63 mg per dl. Patient 2, initial creatinine result 5.77 mg per dl, repeat 0.86 mg per dl. Patient 3, initial calcium result 6.9 mg per dl, repeat less than 5 mg per dl; initial glucose 316 mg per dl, repeat less than 30 mg per dl; initial creatinine result 1.24 mg per dl, repeat less than 0.08 mg per dl. Customer states the sample for patient 3 was a short sample. Only a erroneous result for patient 1 was reported and no patients were adversely affected.

Manufacturer narrative:
The field service rep was unable to reproduce the issue but noted he replaced bent r1 stirrer paddle, realigned sampling probe and verified cell rinse mechanism fluid adjustments. Calibration, quality control and precision were performed to verify analyzer performance.